Manufacturer narrative:
D10 concomitant product: gm-122, gm-122 biosyn* 3-0 vio 75cm v20 x36, (lot d5b3298y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while suturing, the thread of two sutures broke in the middle multiple times even when the surgeon reduced the pressure in the suturing technique and after changing the holder a couple of times. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the returned photo observed two needles and one partial needle in the top left part of the image. Two needles were observed to be attached to partial sutures. Two violet sutures are observed to be broken. A clear and a braided suture are observed in to top part of the image. It was reported that two sutures broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.